Event description:
Sensor signal loss to the ilet, evidenced by a sensor reconnecting alert, after which glucose readings resumed without further intervention. No adverse clinical symptoms reported. Outcomes included no functional impairment beyond transient data interruption and no medical care. User support included troubleshooting and education provided by support. Investigation of this case revealed a temporary communication interruption between the cgm sensor and the ilet with spontaneous restoration of signal, consistent with intermittent connectivity behavior, with no device component damage identified. It was concluded, based on previously established findings for similar reports, that the cause was a transient communication issue.

Manufacturer narrative:
Initial.